Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone:(B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that device entrapment occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified carotid artery. A carotid wallstent self-expanding system and a filterwire were selected for use. Post deployment, it was noted that resistance was encountered and could not be withdrawn. The delivery system and filterwire were removed together as a unit. There were no patient complications as a result of this event.